Event description:
When evacuation is disrupted, the 3 liter evacuation bag inflates, causing a back pressure. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing.